Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that patient recently moved and was unable to get the pump refilled. The pump was alarming; a single long beep. No symptoms were reported. The caller was sent a physician listing. No further complications have been reported as a result of this event.